Manufacturer narrative:
Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the lv1/distal conductor was distorted due to over-rotation and the lead was apparently damaged at implant.

Event description:
It was reported that during the implant, there was placement difficulty because the lead helix was locked. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).